Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 8am, the patient was receiving a high reading on her cgm mobile app and on her tandem insulin pump, however, no specific value was reported. The patient was having body aches, diarrhea, and was vomiting. The patient¿s spouse called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 265 mg/dl and the bg meter was reading 465 mg/dl. The patient was transported to the emergency room (ER) and was treated with an IV insulin drip. The patient was discharged the following day around 9am (24 hours stay). The patient was ¿fine and stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.